Event description:
It was reported that the patient was admitted from another user facility on (B)(6) 2014 for further evaluation of lactic acidosis and shock from an unknown etiology in the setting of left lower quadrant pain and warfarin-induced coagulopathy. Acute cholecystitis was ruled out and attention was turned to the patient's underlying heart disease and his inability to wean off dual inotrope therapy. The patient was implanted with a left ventricular assist device (lvad) with aortic valve repair on (B)(6) 2014. His postoperative course was prolonged and complicated by recurrent hypoxemic and hypercapnic respiratory failure, severe pulmonary hypertension, right ventricular dysfunction, acute kidney injury, hemodialysis dependent, thrombocytopenia related to hit, increased lactate dehydrogenase levels with concern for thrombosis involving the lvad, shocked liver, protein calorie malnutrition, and marked deconditioning. Additional complications included severe hemoptysis following his second intubation on (B)(6) 2014. This did require multiple fiberoptic bronchoscopies for blood and clot clearance from his airway. On (B)(6) 2014, the patient underwent tracheostomy, with near respiratory arrest due to blood clots obstructing his airway. He underwent additional bronchoscopy with cryotherapy for clot evacuation and the patient initially stabilized. On (B)(6) 2014, he developed progressive cardiogenic shock with right ventricular heart failure. Despite advanced mechanical circulatory support, inotropes, and vasopressors, his condition continued to deteriorate. He developed multisystem organ failure with worsening shock. On (B)(6) 2014, the patient's pump was shut off following initiation of comfort care measures, and the patient expired.

Manufacturer narrative:
The pump will not be returning to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.